Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clips the analysis results found that the instrument was returned in good visual condition. The instrument was cycled, fed and formed 4 clips conforming, however after the fourth firing the remaining clips was ejected. The instrument lock out was functional. However, it could not be determined what may have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.